Manufacturer narrative:
The initial MDR 2432235-2016-00777 was filed on december 20, 2016. Additional information (04/03/2017): a siemens headquarters support center (hsc) specialist stated that as of march 31, 2017, the samples from the customer were not received to perform in-house testing with kit lot 322. Kit lot 322 expired on march 31, 2017 therefore, siemens is unable to perform further investigation. Based on the technical operations investigation, kit lot 322 meets all acceptance criteria. The cause of the discordant, falsely low ipth results on multiple patient samples is unknown. No further evaluation of device is required.

Manufacturer narrative:
The cause of the discordant, falsely low ipth results on multiple patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low intact parathyroid hormone (ipth) results on multiple patient samples on an immulite 2000 xpi instrument, while using kit lot 322. The discordant results were reported to the physician(s), who questioned them as the results did not match the clinical picture of the patients. It is unknown if the samples were repeated and if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth results.